Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of hernia, characterized by abdominal pain and discomfort, which warranted a decrease in fill volume. The exact etiology of the unspecified hernia is unknown; therefore, causality cannot be established. While there is no direct allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused or contributed to the events. There is insufficient evidence to exclude the liberty select cycler from having a possible causal or contributory role in the creation or exacerbation of the hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with a hernia (type/specifics not provided). The patient reported their peritoneal dialysis registered nurse (pdrn) advised them to fill with 900-1000 ml during the first fill, to avoid causing too much pain. During follow-up, the pdrn stated the patient¿s hernia was not a preexisting condition. Approximately 2 weeks ago the patient presented to the outpatient home therapy clinic with drain complications, abdominal pain and discomfort. The patient was sent to the ¿access clinic¿ and radiological testing (specifics not provided) revealed a hernia (type not provided). The nephrologist ordered a decrease in the patient¿s fill volume to 900-1000 ml per, resulting in relief from the pain and discomfort. Surgery has been placed on-hold, and the access clinic will continue to monitor the hernia for changes. The etiology of the hernia is unknown, and the pdrn is unaware of any events which may have caused or contributed to its formation. The pdrn stated the patient continues to undergo ccpd at home utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.